Manufacturer narrative:
Insulin pump received with an intermittent button, due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, cracked window, battery tube threads and minor scratches on lcd window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 227 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).